Manufacturer narrative:
The failure for heat and smoke was confirmed through disassembly and visual inspection. The set screw on the driveshaft was worn and the nose cone was corroded.

Event description:
It was reported that twice during a single procedure at the user facility the core impaction drill was overheating and smoking from the working end. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Event description:
It was reported that twice during a single procedure at the user facility, the core impaction drill was overheating and smoking from the working end. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.